Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 01/14/2020 consumer stated would seek medical treatment. Based on the information received, aso opted to file an MDR. As of 02/11/2020 unused retained samples of the same lot as the product reported and returned product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted.

Event description:
On the initial report of (B)(6) 2019 consumer stated that product caused rash in the shape of the bandage. On 01/14/2020 aso received completed cir where consumer stated will seek medical attention.